Manufacturer narrative:
H.6. Investigation: customer returned (3) bd pen needles (used). Customer states rear cannula end is broken + gets stuck. All returned pen needles were examined and the following was observed: 1 pen needle had a good pe cannula & a bent npe cannula, 1 pen needle had a good pe cannula & a broken npe cannula, 1 pen needle had both a good pe & npe cannula; this sample was able to attach and detach to pen injector and passed a flow test. Bd was able to duplicate or confirm the customer¿s indicated failure - the bent or broken needles on the non-patient end of the cannula would be the cause for obstructing the threads, preventing the pen needle from attaching/detaching as expected. Unable to perform complaint lot history check due to unknown lot number. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. In this case, the pen needle was difficult to detach because the needle was bent on the patient end of the cannula, obstructing the threads, preventing the pen needle from attaching/detaching as expected (human factor).

Event description:
It was reported that the unknown bd pen needle experienced cannula breakage. The following information was provided by the customer: verbatim: ¿material no.: unknown batch no.: unknown. It was reported the rear cannula end is broken. Verbatim: rear cannula end is broken + gets stuck date sanofi received complaint: 05.02.2019. Date sanofi received the sample: 14.02.2019. Pir: (B)(4).¿. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to cause harm, possible surgical intervention to remove the needle. Event type: cannula breaks off (patient or non patient end) or pulls out during use / malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unknown bd pen needle experienced cannula breakage. The following information was provided by the customer: verbatim: ¿material no.: unknown batch no.: unknown. It was reported the rear cannula end is broken. Verbatim: rear cannula end is broken + gets stuck date (B)(6) received complaint: (B)(6) 2019. Date (B)(6) received the sample: (B)(6) 2019. Pir: (B)(4).¿. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to cause harm, possible surgical intervention to remove the needle. Event type: cannula breaks off (patient or non patient end) or pulls out during use/malfunction.